Manufacturer narrative:
(B)(4): the pump was unable to power on to fully investigate the complaint. Moisture was observed behind the display screen. A crack was observed in the pump casing. A leak test was performed and the pump casing was found to be leaking. The pump was opened and moisture was observed inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the battery and pump were extremely hot. The reporter did not have any burns from pump. The reporter had recently been swimming and now reports moisture behind the screen and in the battery compartment. The reporter denied cracks to the pump or damage to the battery cap, stated battery cap was secure to the pump and the yellow o-ring was not visible. No keypad damage was noted and the audio bolus button was intact. The reporter is disconnected from the pump and on a back-up plan. He was advised to remove the battery from the pump there is no reported adverse event associated with this complaint. This complaint is being reported based on the allegation that the pump over heated.